Event description:
It was reported that 45 front cases with keypad were replaced. No further information is available.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. H3 other text : customer received field action notification.

Event description:
It was reported that a front case with keypad was replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 45 front cases with keypad were replaced. No further information is available.